Event description:
The customer alleged that during a routine check of the probe jack assembly he was shocked. The customer said that while holding a temperature simulator he touched a bare wire of the simulator while his other arm made contact with the frame of the heart/lung machine and he felt a shock. (B)(4).

Manufacturer narrative:
No other info has been obtained at this time. The unit has been received by csz ((B)(4) 2010) and is being evaluated. A f/u report will be submitted once eval/investigation is complete.